Event description:
The facility representative reported a colleague infusion pump with a broken power supply case. It is unknown when this condition occurred. This condition has the potential to cause an interruption of delivery. It is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Upon further review, the reported condition will not cause or contribute to death or serious injury.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.